Event description:
Per the clinic, the patient experienced an infection at the incision site (specific date not reported). Subsequently, the patient was treated with oral and IV antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2024.

Manufacturer narrative:
Per the clinic, the patient was hospitalized for four days (specific date not reported).